Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has completed a technical investigation of the reported event. The root cause of the reported issue was due to spindle drive m7, p/n: 10023435, which was replaced by service on 18-dec-2018. The reported issue was resolved by replacing the aforementioned part. No general design defect has been identified. The material consumption of this spare part has been checked and compared to the installed base and was found to be very low. No further action is deemed necessary at this time. (B)(6).

Event description:
It was reported to siemens that during attempted use of the somatom definition system, the system encountered a technical issue during mode load and the intensive care patient's scan was delayed by approximately one hour. During the delay the patient suffered cardiac arrest but was successfully resuscitated. The device was then able to be used to complete the patient's scan (it was possible to load the mode). The contribution of the medical device's technical issue to the critical patient condition cannot be completely excluded because of the delay in the patient's diagnosis. The patient was still in intensive care as of the date of this report.